Event description:
It was reported when the customer performed PICC catheter placement, he opened the catheter sheath package (model 0668945) for catheterization, and after successful puncture, the guidewire was successfully fed, but when the catheter sheath was sent through the guidewire, the catheter sheath could not penetrate the guidewire, and then it was found that the end of the guidewire was rough and uneven, resulting in the catheter sheath could not enter, so the catheter sheath could only be reopened for catheter placement. There was no effect on the patient. It was reported this occurred with two devices. This report addresses the second device.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been returned to the manufacturer for evaluation.